Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg takes longer time to charge. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well post-operatively. The explanted device will not be returned due to hospital policy.